Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient¿s cat was chewing on the patent line which resulted in peritonitis. On the same day as the onset, the patient was treated with vancomycin and gentamicin (doses, frequencies and route not reported) for peritonitis. Six days later, the patient was hospitalized for peritonitis. Six days after being hospitalized, the patient was discharged. Two days after the patient was discharged, dianeal and extraneal therapies were discontinued and hemodialysis was started. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was determined to be a use error based on the report of the event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide states that "contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. To reduce this risk do not perform dialysis in the same room as pets or animals." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.